Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficult to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: postoperatively, the patient was initially stable, however, there was a slow decline and four to five hours later cardiac arrest and death occurred. The cause of death was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for analysis. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. The reported patient effects of vascular injury (tissue damage), death, hemorrhage, pain, and treatment of surgical procedure are known inherent risks of the procedure and the additional treatments listed appear to be related to procedure circumstance. A conclusive cause for the reported patient effects of cardiac arrest and hypotension and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to the previous report, additional information was received: this patient presented with troponin positive acute coronary syndrome, severe 3 vessel disease with dense calcification of all vessels and chronic total occlusion of the circumflex artery. The patient was high risk with diabetes, end stage renal failure, and elevated body mass index. Percutaneous atherectomy was performed in the left anterior descending artery and the right coronary arteries. Arteriotomy closure was attempted using a proglide device, however, after deployment, the proglide device was unable to be removed. Hypotension occurred at the time of attempted device removal and resolved with 500 ml fluids; physician stated it was likely due to vasovagal response due to pull on artery and pain during attempted proglide device removal rather than blood loss. The proglide was surgically removed. After an initial uncomplicated recovery the patient deteriorated rapidly 5 hours post operatively, went into pulseless electrical activity cardiac arrest, and could not be resuscitated. The precise cause of death is uncertain.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, the proglide device could not be removed from the vessel. When the proglide device was pulled, ultrasound demonstrated vessel movement. A surgical cut down was performed to remove the proglide device. A vascular patch was used to repair the artery and achieve hemostasis. Four to five hours later the patient "arrested" and died. The cause of death was not available. No additional information was provided.